Event description:
The reporter indicated that a 12.6mm vicmo 12.6 implantable collamer lens of -8.00 diopter was implanted into the patients right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens explanted due to glare/haloes. The problem reportedly has been resolved. Cause reported as unknown..

Manufacturer narrative:
Claim# (B)(4).